Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1058095 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1058095 and test base part number 190-430 / lot 1058095. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1058095 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
Correction: aware date on initial MDR 1221359-2021-01423 is 03feb2022.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 on a direct tested nasal kitted swab. Confirmation testing with quidel sofia antigen test generated negative results (CT values not provided). The customer stated the patient was symptomatic (no smell or taste). No additional patient information, including treatment and outcome, was provided.